Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited over-sensed noise. The noise was reproducible with isometrics. No intervention was performed. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information received indicates that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.